Manufacturer narrative:
H6: the authorized service provider (asp) elected to return the device to ventec for evaluation. The device was received by ventec for evaluation, however, upon receipt it would not complete the boot-up process. As a result, ventec was initially unable to evaluate the device for the reported issues of an unresponsive touchscreen and the patient circuit disconnect (pcd) alarm not working as expected. Ventec replaced the control board to resolve the observed boot-up issue. Once the device was able to complete the boot-up process, ventec evaluated it further but was unable to duplicate the reported issues of its touchscreen being unresponsive or the pcd alarm not working as expected. Proper device operation was confirmed through functional and performance testing. Based on the information available, ventec has determined that it¿s reasonable to conclude that the replacement of the control board likely resolved both conditions. The investigation determined that the likely cause of the reported issue was the control board, however, further component level cause could not be conclusively determined.

Event description:
An authorized service provider (asp) contacted ventec to report that the device did not display the patient circuit disconnect alarm as expected during use. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. Upon receipt of the device, the asp began to perform unrelated repairs, during which they observed that the touchscreen was unresponsive.